Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that high blood glucose of 1000 mg/dl was experienced and was recently hospitalized with diabetic ketoacidosis. Customer requested assistance with pump functions and troubleshooting advised correct procedure for priming and infusion set change. Customer declined troubleshooting for high blood glucose. The customer was advised that new supplies would be provided to him.